Event description:
During a phase IV, prospective, open label, multi-center, observational and descriptive study to investigate the intradialytic change in platelet counts during hemodialysis treatments in esrd subjects maintained twice weekly hemodialysis ((B)(6)) a subject fell and broke his ribs. Due to generalized weakness the subject tripped while at home. He was admitted and treated for pain control, evaluation of risk for falls and monitor anti-coagulation therapy. He was discharged to (B)(6) 2010. The outcome was resolved on (B)(6) 2011. The event was assessed as not related to the study.

Manufacturer narrative:
No customer number or customer contact info was available; therefore, a search for product related to the complaint could not be performed. Additionally, lot info was not available, so an investigation of the device mfg records was not performed. If add'l info should become available, a supplemental MDR will be filed.